Event description:
A customer reported an issue with a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for a pump reset and walked the customer through the process. After the reset, the error code did not reappear, and the customer successfully started their sensor session.